Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The suction tube was intact and visual inspection revealed saline residue in the suction tube indicating the device was used. Visual inspection revealed the black insulation surrounding the shaft was torn at the distal end of the device, confirming this complaint. A portion of the material was missing from the device. This type of failure has been attributed to other instruments coming in contact with the device during the procedure. Other than this possibility, a root cause for the torn material cannot be determined. It is unknown when the missing material was separated from the device. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed two dissimilar complaint devices from this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
First electrode did not work, opened second one and plastic sheath on electrode fell into patient's knee. Fragment was retrieved by hand. Additional information received via email from the sales rep on 8-2-2017: it just did not fire up as you say. As for the other points, as mentioned in original email no delay, no harm to patient. The plastic sheet came loose while introducing electrode into patient, never fell inside. The right product codes is the one you see on electrode. Hosp had given wrong code at first and when I recuped the electrodes I did send email letting your dept know the right code.